Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.010.523, lot number: l812376, manufacturing site: bettlach, release to warehouse date: june 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part#: 03.010.523, lot#: l812376) was received at us customer quality (cq). The threaded distal tip was broken off at the most proximal thread form. The broken off fragment was returned lodged in radiolucent insertion handle frn (part #: 03.033.001, lot#: l849566). No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: driving cap. Dimensional tolerances. Specified dimension: groove ø . Shaft ø. Measured dimension: groove ø = conforming. Shaft ø = conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Connector for insertion handle. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the driving cap/threaded (part#: 03.010.523 lot #: l812376). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while using the mallet to hit the impactor/nail construct into the femur, as the impactor was hit, the distal threaded portion broke off and the broken portion remained in the insertion handle. Greater trochanter femoral recon nail. There was no surgical delay. The procedure successfully completed. Patient outcome is unknown. Concomitant devices: unk - impaction inst: hammer/mallet: (part # unknown; lot # unknown; quantity # 1). Insertion handle (part # 03.033.001, lot # l849566, quantity # 1). Unknown femoral nail (part # unknown; lot # unknown; quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).